Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event (unknown date). On an unreported date, the patient was treated with intraperitoneal vancomycin (dose, duration and frequency not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.